Manufacturer narrative:
Concomitant medical products: 5076 lead, implanted (B)(6) 2005; 4245 lead, implanted (B)(6) 2009; 4193 lead, implanted (B)(6) 2003. Product event summary: performance data collected from the device was received and analyzed. Analysis of the data indicated the impedance on the rv (right ventricular) and svc (superior vena cava) defibrillation coils was beyond the expected upper range. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the defibrillation coils on the right ventricular (rv) lead were exhibiting elevated impedance. The left ventricular (lv) lead also exhibited elevated impedance. The rv lead was removed and the patient receives pacing and sensing from a pre-existing lead while the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the proximal portion of the lead was returned and analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.